Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh had been pushed through the defect and was actually the wall of the hernia sac. Adhesions were quite dense to the mesh. It was reported that the patient experienced severe pain and soreness. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/19/2021. Additional information: a2, d3, g1.